Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported lipids leaked from a crack in the accuslide while infusion. No patient harm or medical intervention was reported. No additional information was provided.